Event description:
When I got the essure, I started getting horrible migraines almost on a daily basis, lower and mid region stomach pain on average three weeks out of the month, no matter how much rest I get. I am always tired, I get very dizzy and stomach is almost always up set. I also get very shaky and get very weak in the knees when this happens. I have to stop whatever I am doing and just rest because it feels like if I don't just lay down I will just pass out at any moment. There have been times when I was driving that this has happened and I have had to pull over and wait until it passes. Since I have had the essure I have maybe one week out of the month without these symptoms. The essure has stole my life and seriously affected its quality.